Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was 550 mg/dl and also had diabetic ketoacidosis. The customer¿s blood glucose value from reported event was 169 mg/dl sensor glucose value from reported event 69 mg/dl at the time of the event. The insulin pump will not be returned for analysis.